Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned three motor error alarms during basal delivery. Customer reported that the first error alarm occurred about one month prior to the call. Blood glucose level was 162 mg/dl at the time of the call. No further information was provided.